Manufacturer narrative:
Device evaluation summary a service engineer (se) inspected the device and replaced the power supply and breath delivery (bd) printed circuit board (pcb) to resolve the issue. During self-testing, they found that the exhalation valve and the keyboard didn't work appropriately so they were replaced as well. The unit passed testing and operated within the manufacturing specifications. The breath delivery (bd) xena ii printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned part was conducted and the following was observed: the remains of adhesive reject labels were stuck directly on to the solder side of the pcb which would compromise the pcb. The u27 processor device was severely damaged. The device was misshapen with all leads warped. The device had been moved sideways from the original position with considerable force. The device heatsink was missing / broken off. The u14 (time of day clock device) was also broken out of it's socket with some of the device leads bent and no longer connected. Extreme pressure would have been applied to the pcb to cause this amount of damage. The damage would be consistent with the pcb having been dropped on to a hard surface. The tamura (taiyo yuden) power supply was returned for failure investigation. A visual inspection of the returned part was conducted and the following was observed: the remains of adhesive reject labels, from the customer site, were stuck on to the chassis of the device. No other anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. The unit was put into normal ventilation mode and ran successfully in ventilation mode for 72 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. Conclusion: no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated an inoperable error code. The ventilator was not in use on a patient at the time of the reported event.